Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated an erroneous elevated troponin I (accutni) result on one patient sample. Customer reported that the erroneous result was reported outside the laboratory. Customer reported that the physician questioned the result and wanted a redraw. Customer reported that the redraw result was below the acute myocardial infarction cutoff value. Customer reported that there was no change in patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - (other): customer declined service by bec. Root cause is unknown.